Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 28-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 1 year 4 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: more than one essure related surgery- no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure spring coil noted to be located outside uterine cavity on the fundus of the uterus') in a 28-year-old female patient who had essure inserted for female sterilization. The patient's medical history included multigravida, sterilization, pelvic pain female, pelvic adhesions and pelvic adhesions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), 1 year 4 months after insertion of essure. The patient was treated with surgery (laparoscopic removal of essure devices, bilateral partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: more than one essure related surgery- no discrepancy noted: insertion on or about (B)(6) 2016 the essure device was then used to occlude the left tubal ostium with 6 trailing coils. The right tubal ostium was attempted but due to tubal spasm was unsuccessful. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received: event 'medical device removal' was updated by 'essure spring coil noted to be located outside uterine cavity on the fundus of the uterus'. Medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('essure spring coil noted to be located outside uterine cavity on the fundus of the uterus'). In a 28-year-old female patient who had essure inserted for female sterilization. The patient's medical history included: multigravida, female sterilization, pelvic pain female, pelvic adhesions and pelvic adhesions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), (B)(6) year (B)(6) months after insertion of essure. The patient was treated with surgery (laparoscopic removal of essure devices, bilateral partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: more than one essure related surgery? No. Discrepancy noted: insertion on or about (B)(6) 2016. The essure device was then used to occlude the left tubal ostium with 6 trailing coils. The right tubal ostium was attempted, but due to tubal spasm was unsuccessful. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On 12-jan-2018, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 1 year 4 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: more than one essure related surgery- no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: pif received. Reporter information, date of birth and essure implant and removal date added. Event injury nos updated to medical device removal. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.